Manufacturer narrative:
This report is submitted on may 12, 2020.

Event description:
Per the clinic, the patient experienced a tip fold-over of the electrode at the time of the initial implantation. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2020.